Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving clonidine [250 mcg/ml] at a dose of 62.5 mcg/day and morphine [0.5 mg/ml] at a dose of 0.125 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and was found to be active from the pump status and/or event log. The date of the event was (B)(6) 2017. The patient did not recently have an MRI (magnetic resonance imaging). It was noted that the patient had a sudden change in therapy/symptoms of increased pain and shakiness. It was indicated that the patient would return to the office the next day (B)(6) 2017 for additional evaluation and to "determine" the pump off with password. Non-reservoir drugs mentioned included oral percocet 3-4 times per day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the pump was replaced on (B)(6)2017 due to a motor stall. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The issue was resolved and the patient's status was alive - no injury. No further complications were expected or anticipated. The explanted pump was to be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the hcp sent the pump to pathology and was supposed to contact the different rep to pick up pump for return. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative via the paperwork returned with the pump. It was reported the pump entered a state of motor stall and motor stall recovery for an unknown reason. The device was used in the patient and was intended for treatment. There was no patient death related to the event. The pump logs from (B)(6) 2017 indicate a motor stall occurred on (B)(6) 2017 at 03:00, followed by a tube set message 48 hours later on (B)(6) 2017, then a motor stall recovery on (B)(6) 2017 at 22:07. The logs show the pump had been programmed to minimum rate mode. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.